Manufacturer narrative:
The root cause was attributed to a user-fault since ventilation mode change from niv to hfot can only be done through a stand-by situation (as designed). This means that the user has to manually stop the ventilation to change this setting. It is visible in the logs that this was done many times in the reported time frame. And that there were no signs of a hardware or software fault on the machine during the double check of the logs.

Manufacturer narrative:
It is suspected that the user has faced a screen freeze. This is an event not visible in the logs. Review of the log files show that there is no signs of an unexpected ventilation stop by the machine. Ventilation mode change from niv to hfot can only be done through a stand-by situation (as designed). This means that the user has to manually stop the ventilation to change this setting. It is visible in the logs that this was done many times in the reported time frame. The reported "ventilation stop" seems to be a user fault and/ or communication misunderstanding. It was reported that they were not able to restart the ventilation as the touch screen was not reacting to user inputs during the reported screen freeze. Additional information received states that the user meant it was not possible anymore to restart the ventilation due to the screen freeze when they changed the mode after they stopped the ventilation manually.

Event description:
The customer reported that while changing from niv mode to hf mode, the screen of the device froze and the ventilation stopped with no alarm during ventilation on a patient. The machine was restarted and was functional again. There was no patient injury associated with the event.